Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alledged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. The third-party servicer technician identified two ventilator inoperative error codes e-46(cpu cannot communicate with the flow sensor using i2c bus.) And e-47 (cpu cannot communicate with the pressure sensor using spi bus.), resulting in the need for the pca to be replaced. The device is currently still under investigating by a third-party service center. If additional reportable information is received, then a supplemental report will be submitted.